Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to deploy or to determine its root cause. No lot release records were reviewed as no lot number was provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h / 2016, using the pod 5 / page 55. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: if you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod.

Event description:
The patient's blood glucose level reached 267 mg/dl. It was noted that needle mechanism did not deploy. Pod not worn.

Manufacturer narrative:
The returned device was evaluated and the investigation found that the needle mechanism had not deployed. The ratchet gear was advanced manually and the needle mechanism deployed as intended. Inspection of the device found no damage or abnormalities that would prevent the needle from deploying.